Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events is as follows: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the buccal areas of the lower face with the packaged needle. During the injection, the needle disconnected. All the protocols were followed for prepping the syringe. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the buccal areas of the lower face with the packaged needle. During the injection, the needle disconnected. All the protocols were followed for prepping the syringe. There were no injuries.